Event description:
It was reported that an unknown number of patients experienced infection after being implanted a znn cmn nail (exact catalogue number unk) and underwent a revision surgery. Implantable and revision surgery dates are unk.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).